Event description:
Healthcare professional reported "a mass on the capsule" discovered via ultrasound and MRI and "a patient with suspected alcl;" pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Affected side is left. The device remains implanted.

Manufacturer narrative:
The events of lump/nodule and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "mass on the capsule;" "suspected alcl".

Event description:
Healthcare professional reported "a mass on the capsule" discovered via ultrasound and MRI and "a patient with suspected alcl;" pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Affected side is left. The device remains implanted.